Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states at the time of inspection, the power cable was found broken. The outer coating of the cable was ruptured and the inner cord was exposed.

Manufacturer narrative:
(B)(4). Investigation results: the unit will be sent to the local service center located outside the united states. The process would be that once the unit arrives at the service center, the unit will be triaged for repair. The repair record for this unit would be maintained at the local service center. Power cords periodically require replacement due to age, usage and damage. The service manual instructs the user to periodically inspect the power cord's resistance to ensure its electrical safety. The scd express (B)(4) was manufactured in 2009. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes.